Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had a failed drawer. The field service engineer (fse) replaced the t-board. After replacement, the drawers were recovered successfully, and functionality was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. As per part investigation, it was determined that components u300 and c302 with black marks which indicate that the pcba fh cubie pmc suffered a thermal damage. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Part analysis: the report of the device not detected on bus (aux drw 3 - full height cubie) was confirmed during fse testing and subsequently confirmed in the dchu testing and inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that he replaced t-board p/n 151630-01. During dchu visual inspection: part number 151903-01 - pcba fh cubie pmc: presented two components (u300 and c302) with black marks, which indicates thermal damage. Part number 151630-01 - pcba pmc v1.06/v0.09bl hh: was received with no signs of physical damage, loose components, fluid ingress or missing components. During dchu testing: part number 151903-01 - pcba fh cubie pmc: no further laboratory testing was required due to the visible damage observed in the external inspection. Part number 151630-01 - pcba pmc v1.06/v0.09bl hh: a calibrated dmm was used to assess the condition of the part received. The measurements and continuity testing results in the components were as expected. It was proceeded to install the part receives in a medstation to perform hta testing. It passed successfully the hta testing. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint failed drawer was identified as a faulty pcba fh cubie pmc, p/n 151903-01 due to thermal damage in components u300 and c302.